Event description:
Same case as MFR report #: 2134265-2010-04528. Percutaneous coronary intervention (pci) was performed for two lesions, one in the left main stem artery (lms) and one in the left anterior descending artery (lad). The lms lesion was stented and post dilated with a balloon. To stent the lad lesion, the physician crossed the stented lms. But found it quite difficult to cross the distal section of the lms stent, however, the lad stent deployed without issue. An intravascular ultrasound (ivus) catheter used to image the placement of the stents, revealed poor deployment of lms stent distally. A different balloon, against some friction, was introduced; the lms stent was again post dilated. Ivus was again attempted, but unable to advance through the stent in the lms. When the physician withdrew the ivus catheter, resistance was met; the imaging catheter, the guidewire and the stent deployed in the lms extracted as a unit. Upon visual examination, the stent appeared to be badly damaged; with segments separated from each other due to broken connectors. The patient was reported to be in cardiogenic shock. The procedure was completed with a different device. No further patient complications were reported.

Event description:
Same case as MFR report #: 2134265-2010-04528. Percutaneous coronary intervention (pci) was performed for two lesions, one in the left main stem artery (lms) and one in the left anterior descending artery (lad). The lms lesion was stented and post dilated with a balloon. To stent the lad lesion, the physician crossed the stented lms. But found it quite difficult to cross the distal section of the lms stent, however, the lad stent deployed without issue. An intravascular ultrasound (ivus) catheter used to image the placement of the stents, revealed poor deployment of lms stent distally. A different balloon, against some friction, was introduced; the lms stent was again post dilated. Ivus was again attempted, but unable to advance through the stent in the lms. When the physician withdrew the ivus catheter, resistance was met; the imaging catheter, the guidewire and the stent deployed in the lms extracted as a unit. Upon visual examination, the stent appeared to be badly damaged; with segments separated from each other due to broken connectors. The patient was reported to be in cardiogenic shock. The procedure was completed with a different device. No further patient complications were reported.

Manufacturer narrative:
(B)(4) - stuck in stent.

Manufacturer narrative:
Additional manufacturer narrative: a review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. The DHR review showed that the lot met all required specifications. No similar complaints were found in this lot. The catheter was returned with a portion of the guidewire (length was 7.1cm) from the case stuck in the guidewire distal tip sheath assembly. The guidewire could not be removed due to dry blood and kinks in the guidewire. The outer diameter of the guidewire was measured to be 0.013", which is within the directions for use recommended guideline. Visual inspection of the catheter noted bloodstain inside of the distal tip assembly and fluid inside the telescope assembly. No fluid was found inside the hub. Kinks were observed in the sheath assembly and the guidewire exit port was lifted. Imaging core wind up in the telescope assembly was observed, which can lead to a loss of image. The observed windup is likely unrelated to the reported issues. The root cause of this complaint has been determined to be due to operational context based on the details of the event, the condition of the returned device and the procedural/anatomical factors encountered during the procedure, performance was limited. It appears that procedural complexities experienced by the physician led to the reported difficulties.

Manufacturer narrative:
Corrected upn and model number. The device was not returned to the manufacturer therefore no actual device analysis could be performed. Photographs along with a cd of the ivus imaging run from the case was provided to the manufacturer. A review of the media files was performed and shows the malposition of the deployed stent in the coronary artery. The photographs support that the stent was damaged along its entire length and the stent rows are stretched/ elongated. The imaging catheter, on a guidewire, is distal to the stent. The lot number of the device is unknown. A ship history was performed to identify the lot number of the device likely utilized in this procedure. Review of the ship history identified three potential lots. The device history record (DHR) and similar complaints were reviewed for each of the potential lots and no issues or discrepancies were found. The device labeling and directions for use (dfu) were reviewed and revealed that the labeling and/or dfu contains these warnings: " never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut resulting in entrapment." Precautions: " during and after the procedure, inspect the catheter carefully for any damage which may have occurred during use. Multiple insertions may lead to catheter exit port dimension change/distortion which could increase the chance of the catheter catching on the stent. Care should be taken when re-inserting and/or retracting catheter to prevent exit port damage." The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. Although the product was not returned for analysis it appears to have met specifications based on the DHR review. The root cause of this complaint has been determined to be due to operational context based on the details of the event and the procedural/anatomical factors encountered during the procedure, performance was limited. It appears that procedural complexities experienced by the physician led to the reported difficulties.

Event description:
Same case as MFR report #: 2134265-2010-04528. Percutaneous coronary intervention (pci) was performed for two lesions, one in the left main stem artery (lms) and one in the left anterior descending artery (lad). The lms lesion was stented and post dilated with a balloon. To stent the lad lesion, the physician crossed the stented lms. But found it quite difficult to cross the distal section of the lms stent, however, the lad stent deployed without issue. An intravascular ultrasound (ivus) catheter used to image the placement of the stents, revealed poor deployment of lms stent distally. A different balloon, against some friction, was introduced; the lms stent was again post dilated. Ivus was again attempted, but unable to advance through the stent in the lms. When the physician withdrew the ivus catheter, resistance was met; the imaging catheter, the guidewire and the stent deployed in the lms extracted as a unit. Upon visual examination, the stent appeared to be badly damaged; with segments separated from each other due to broken connectors. The patient was reported to be in cardiogenic shock. The procedure was completed with a different device. No further patient complications were reported.